Manufacturer narrative:
Sensor 0m000ed0g40 has been returned and investigated. Visual inspection performed on the returned sensor patch, no issues were observed. The sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection on sensor plug assembly and crack in sensor neck was observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Sections d-3 (email) and g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
A customer reported the error message "replace sensor" when scanning the adc freestyle libre sensor. On 09-dec-2020, the customer experienced a headache and was unable to treat themselves. The customer was provided concentrated fruit juice by a non- hcp for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message "replace sensor" when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer experienced a headache and was unable to treat themselves. The customer was provided concentrated fruit juice by a non- hcp for treatment. There was no report of death or permanent injury associated with this event.